Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and visual inspection found no issues related to the reported event. However, front bezel experiencing yellowing and has various marks throughout. Inspection was able to confirm the reported event via c 00 c 84 errors in system logs but could not replicate on site. Unit tested on system, all operations successful via all ports. Additional m b0 errors in system logs. The complaint was confirmed based on field evaluation which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that they experienced errors c 00 and c 84 on the erbe generator and it is unknown whether the issue was resolved. The user completed the procedure as planned. No known impact or patient consequence was reported.